Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator alarmed a technical failure 401 and 316 error messages. Complainant did not indicate that there was any patient involvement during the reported malfunction.

Manufacturer narrative:
Technical support worked with the site biomedical engineer through troubleshooting of the device. A known good main electronics board was installed into the device and the biomed performed a calibration of the blower pwm, which resulted in a passing test with no error messages appearing. Technical support advised the customer to replace the main electronics board to resolve the reported malfunction.